Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced a hemorrhagic cerebrovascular accident and expired after care was withdrawn. The hvad pump ((B)(4)) was not returned to the manufacturer for evaluation. Hemorrhagic stroke and death are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU):adverse events that may be associated with the use of ventricular assist devices, other than death, include stroke.

Event description:
It was reported from the united states that this (B)(6) female patient suffered a hemorrhagic cerebrovascular accident (hcva) and expired after care was withdrawn. The patient was reported to have woken up, vomited, dis-robed, pulled out her cac adapter and walked into the streets yelling for batteries. The patient was re-admitted to hospital where a large right parietal intra-parenchymal hemorrhage was confirmed. The patient had no recent history of fall or trauma. The patient was taking aspirin (325mg) and clopidogrel (75mg). Her mean arterial pressure on admission was 110 mmhg and international normalized ratio (inr) of 3.5. The therapeutic goal for her inr was reported to be 2.0 to 3.0. The patient's inr had been 3.2 the day before this event and this had been deemed acceptable by her outpatient clinic staff. The patient's neurological status declined and her physician opted to withdraw support later that same day. It is not known whether or not an autopsy was performed. The device was not returned to the manufacturer for evaluation.